Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that they experienced low blood glucose. The customer¿s blood glucose level was 2.9 mmol/l. Customer stated that insulin pump delivery more than 100 unit insulin to a customer. The insulin pump will be returned for analysis.